Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and found the white energy capacitor wire was disconnected from the j18 spade connector. A disconnected capacitor wire will cause the device to not deliver defibrillation energy. The cause of the reported issue was due to the disconnected wire/connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.